Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the device had issues and that the ¿wires were not in contact¿. The device was explanted and replaced. No patient complications have been reported as a result of this event.